Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood (bg) glucose levels reaching 32 mg/dl. The cause for low bg levels was unknown. Customer addressed low bg levels with candy. Reportedly, the customer was working with a health care professional to resolve the reported issue.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: several blood glucose (bg) values below 54 mg/dl were entered into the pump by the user from (B)(6) 2019 to (B)(6) 2019, with a bg of 32 mg/dl on (B)(6) 2019. User frequently made food bolus requests without entering current bg and while still having insulin on board (iob). On (B)(6) 2019, user adjusted correction factor from 40 mg/dl/unit to 35 mg/dl/unit and increased midnight basal rate from 0.75 units/hour to 0.78 units/hour. Cartridge change sequence was completed several times during the provided date range. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. It is possible the user¿s personal profile settings need adjustment. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.